Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on going.

Event description:
Poland. Blocked handle. No possibility to cut the skin. Samples bent. During head and neck skin sawing.

Manufacturer narrative:
Samples received: 5 unopened staplers and 1 opened. Analysis and results: there are three previous complaints of this code-batch regarding a similar issue. We have received 5 closed samples and 1 open and used sample to analyze this complaint 1) visual inspection of the returned staplers (1 used sample and 1 unused sample): returned stapler 1 (used sample): - 3 pieces of staples were still inside the cartridge. - the latch was hooked properly. Returned stapler 2 (unused sample): - all the staples were inside the cartridge and loaded properly. - the latch was hooked properly. 2) reproducibility test - staple release test of the returned staplers (1 used and 1 unused samples): - reproducibility was not observed with the two returned staplers (one used stapler and another one was unused sample randomly choose). Returned stapler 1 (used): the remaining 3 pieces of staples inside the cartridge were released without any problem. Returned stapler 2 (unused): all the staples were released without any problem. 3) disassembled components check of the returned staplers (1 used and 1 unused samples): - no problem was found with the measured values of each component of the returned staplers. Returned stapler 1 (used stapler): - right side groove of the ram was deformed. - both corners of the anvil were worn. Returned stapler 2 (unused stapler): - no problems were found with the returned stapler 2. As the result of the investigation, no problem was found with the production record or measured values of each component. Rounded corners of anvil and deformed groove on ram were observed with the returned stapler 1 (used sample). Reproducibility was not observed with both analyzed samples (used and unused samples). It is highly probable that an unexpected overload of pressure was applied to the products during application and some of the components were damaged causing the malfunctioning under unexpected situation. Final conclusion: although the results of the samples received fulfil the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.